Event description:
It was reported that a patient was diagnosed with right carotid artery large vessel occlusion, with angiography revealing subtotal occlusion of the right carotid artery at the proximal c1 segment and chronic total occlusion (100% stenosis) of the target lesion with plaque present. The spider fx embolic protection device was taken out from the circular dispenser and fully hydrated. The spider fx device could be pushed out of the sheath and retracted back into the sheath. After pre-dilation of the lesion, the spider fx device was prepared and advanced along the non-medtronic guidewire. An 8fr guiding catheter was used for proximal support. The sheath of the embolic protection device reached approximately 6 cm distal to the lesion, and the spider fx device was pushed along the sheath, intending to place the embolic protection device to the distal end of the lesion. During pushing, the push went smoothly at first. The spider fx device was pushed up to about 5 cm from the opening of the sheath. Obvious resistance was encountered during advancement of the embolic protection device. After increasing the pushing force, the embolic protection device still could not be raised smoothly. The embolic protection device and the sheath were then removed from the body. After greatly increasing the pushing force outside the body, the embolic protection device was pushed out of the sheath. Careful observation revealed that the embolic protection device filter was obviously deformed, and the guidewire of the embolic protection device had obvious creases, and could not be used normally. The embolic protection device was replaced with another product of the same model, and the procedure was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis device returned with the filter basket extended out of the delivery catheter filter basket deformed floppy tip not present/detached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.